Event description:
The epidural catheter was placed for pain control during childbirth. During removal of the catheter, a small portion of the flex-tip broke off in pt. No neurologic symptoms were observed and the catheter tip was left in place with no known complications.